Manufacturer narrative:
The event occurred in another country.

Event description:
Customer reports the lancet protrudes beyond the softclix pro device. As a result, a nurse accidentally stuck herself with the lancet and required professional medical treatment (it is not known how the nurse was treated). Requested return of suspect device and replacement was sent.